Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevated and steadily increasing thresholds and output at a device check. The lead was reprogrammed. At a subsequent device check, it was reported that the lv lead exhibited elevated thresholds and a loss of capture. The lead was reprogrammed again and remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.